Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed and a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd iag bc pro global wing needle did not retract. The following information was provided by the initial reporter, translated from french to english: the length of the green plastic part is much longer than that of previous models: length not adapted to our vacutainer. The vacutainer and pump body become maladjusted during blood sampling. As a result: material consumption ++, patient re-drawn many times".